Event description:
We were removing a balloon over the wire and noticed that the wire had separated. Once we saw this, the balloon and wire were immediately removed from body and we saw that the other half of the wire was still with the balloon, so all pieces were retrieved from the body without complication. FDA safety report ID (B)(4).